Manufacturer narrative:
The device was reported as not available for further investigation by the manufacturer.

Event description:
It was reported that subsequent to, an anesthesiologist, inserting the catheter into the radial artery, blood was noticed coming out of the puncture site and the pink conical area of the white body or catheter was loose. There was patient involvement with an unspecified delay in critical therapy; however no harm was reported.

Manufacturer narrative:
The customer did not provide bad samples or photos. Appearance and physical inspection on 10 pcs sample of 84-204-ky was performed and all samples passed the visual evaluation test for tightness of catheter penetration test. There was no loosening of the catheter and the catheter hub was found. There were no complaints or feedback regarding the looseness of the catheter and catheter hub from 2017 to 2019. A review of the device history record (DHR) showed that all the relative tests have been made and passed, all the parameters of the machines were in control and the products passed the final test before release. The DHR did not show any related non-conformances. Further analysis showed, according to the customer's feedback information, that the catheter and catheter hub tensile test was carried out and no loosening of the catheter and catheter hub was found. Tension criteria is 0.8 kg, actual tension value is 1.2 kg. All test data exceeded 50% of the standard. The conclusion was that no issues were found in the sample products.